Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). The unique identifier (UDI) is incomplete due to missing serial number and di number. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that the cardiosave intra-aortic balloon pump (iabp) new helium bottle was found to be empty when plugged in. The customer discovered the problem by changing the helium bottle. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Bottle correctly connected by a person with extensive experience. Pump calibrated and level read. Device available.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: h6 investigation findings, investigation conclusions.

Event description:
N/a.